Event description:
It was reported that the pump would intermittently power off. On (B)(6) 2011 the patient was admitted to the hospital with a diagnosis of dka, with a blood glucose level greater than 700 mg/dl. The patient experienced the symptoms of nausea, vomiting, shortness of breath and tested positive for ketones. Troubleshooting revealed the patient's technique was incorrect in that she did not properly tighten and secure the battery cap, which can cause the pump to not power on. The patient also had never replaced the battery cap, as recommended by the manufacturer to be done every six months. Review of the pump history revealed there were no boluses given on (B)(6) 2011. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not securely tightening the battery cap. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia and she was diagnosed with dka after the pump power issues, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: rebooting was observed in the black box history. The battery cap was observed to be stripped and was unable to maintain an electrical connection. A test battery cap was inserted for testing purposes. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no power issues occurred during testing. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.